Manufacturer narrative:
On 30-apr-2020, the investigation on the suspected medical device was completed. It was found that reason for device explantation/or reoperation was not reported on the initial report. Reason for device explant and/or reoperation: rupture. Investigation summary: during visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient experienced dissatisfaction with the appearance of their left breast. Additionally, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 24, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor received an update on the events previous submitted in the initial report. The patient's explantation date has been updated to (B)(6) 2020. On that day, the patient underwent bilateral removal and replaced with like devices (catalog number 3507500bc, left-sided serial number (B)(6), right-sided serial number (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: concomitant medical products: 700cc mentor memorygel breast implant (catalog number 3505700bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with 700cc mentor memorygel breast implants. An MRI on (B)(6) 2020 identified a right-sided rupture. As a result, the patient is scheduled for a bilateral explantation on (B)(6) 2020 and plans to replace with unspecified breast implants.